Event description:
It was reported by a sales representative that he had heard from the staff of a hospital, that while a procedure was in progress, a laser shield endotracheal tube blew up and was lodged into the lung of the patient. We have not received notification of this event from the alleged user facility, nor have we received a voluntary medwatch reporting the event. Multiple attempts have been made to obtain further information from the alleged user facility; however, they declined to provide information.

Manufacturer narrative:
Copies of medical records were received and reviewed. The following information was noted: (B)(6). It was noted 100% oxygen was being administered to the patient at the time of the procedure. Our instructions for use states ¿during procedure: ¿dilute oxygen or the other flammable gases with helium, nitrogen or room air as needed. Dilute oxygen to the minimal inspired concentration compatible with satisfactory oxygen saturation. Recommendation: use 30% oxygen / 70% helium, or 30% oxygen / 70% room air. Closely monitor the patient for any signs of hypoxemia. Immediately reposition the tube, adjust the oxygen gas mixture or rate of delivery, or intubate the patient with a conventional tracheal tube if hypoxemia occurs.¿ in the warnings section it states: do not contact the cuff or distal end of the shaft with a laser beam or electrosurgical instrument. Contact may cause deflation of the cuff and result in combustion and fire. Do not use surgical lasers or electro or thermal cautery power sources in the presence of elevated oxygen levels or other flammable gasses, or damage to the tube may result in ignition and serious patient injury. The device was not returned to medtronic for evaluation, however on (B)(4) 2013 an engineer did a visual analysis of the device in question at the hospital. This visual analysis found no indication of a manufacturing defect. The cuff and the tube distal to the cuff were burned away. Proximal to the cuff, the tube shows evidence consistent with being struck by a laser and perforation of the cuff. Saline with methylene blue was used in the cuff. (B)(4).

Manufacturer narrative:
Date of event: unknown. Model # unknown. Lot # unknown. Catalog # unknown. Expiration date: unknown. (B)(4). Device manufacture date: unknown, no lot number. PMA/510(k) unknown. (B)(4). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The device was not returned. Neither applicable imaging films nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. The report is inconclusive as to the cause of the reported product problem. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event and therefore is likely to cause or contribute serious injury if this event were to recur. Extensive research was done to locate an event report or source material for this reported event. Device description: this device is an endotracheal tube with a laser resistant overwrap of aluminum and a fluoroplastic covering the silicone elastomer shaft. The white wrap area, excluding the most distal 2mm o white wrapping, is laser resistant. The smooth, low traumatizing endotracheal tube is fitted with a cuff designed to provide an effective tracheal seal under multiple anatomical variations. The cuff inflation valve has been equipped with dry methylene blue to enable the detection of cuff ruptures. The tube and cuff are non-wetting, which allows for easy insertion and removal and reduces secretion accumulation during intubation. The tube is flexible and adapts easily to changes in airway position. The tubes are provided sterile and intended for single us only. Per the user's guide warnings: do not use with and nd: yag laser or argon laser, or a laser type other that co2 or dpt. Do not use any contact tip style laser delivery instrument with this product. Do not impact this instrument with a laser beam. The reflective aluminum wrapping is exposed and energy of the laser beam may be reflected onto the patient's tissue causing injury. Do not contact the cuff or distal end of the shaft with a laser beam or electrosurgical instrument. Contact may cause deflation of the cuff and result in combustion and fire. Do not use surgical lasers or electro or thermal cautery power sources in the presence of elevated oxygen levels or other flammable gasses, or damage to the tube may result in ignition and serious patient injury. Do not use nitrous oxide for dilution of oxygen. Nitrous oxide is a flammable gas and may result in ignition and serious patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of birth: (B)(6) 1958. Female. Hospitalization - initial or prolonged. (B)(6) 2012. Fire occurred at the surgical site. The patient has had multiple surgeries and as of (B)(6) 2012, remained hospitalized. Brand name: laser shield ii endotracheal tube. (B)(6) 2012. PMA/510(k) k901016. (B)(4) - injury to tissues caused by contact with dry heat, moist heat, flames, chemicals, electricity, friction or radiant and electromagnetic energy. A first degree burn is associated with redness, a second degree burn with vesication and a third degree burn with necrosis through the entire skin. (B)(4)- issues associated with the combustion of device components, resulting in any of the following: light, flame, smoke.